Event description:
The provider was establishing IV access. Once the flash chamber filled, the provider tried to get the catheter to dislodge from the needle which was unsuccessful. The provider also attempted to retract the needle and the needle would not retract while in the vein or when the needle was pulled out of the vein.